Event description:
It was reported that a spectrum pump failed the flow rat accuracy test during preventive maintenance testing. The device had 33 ml left when it should be 38 ml - 42 ml for passing criteria. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error during preventative maintenance, which was reproduced as under infusions. Evaluation found that the upper and lower valve and upper finger travel out of specification. The device will be recalibrated.

Manufacturer narrative:
(B)(4).